Manufacturer narrative:
The received (two used and one unused) cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's insulin cartridge began leaking inside the cartridge compartment of the infusion device after a few hours of use. The patient stated that this happened with a second cartridge from the same lot. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridges were requested to be returned for product evaluation.